Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next meter was tested with the in-house contour next test strips lot # 7fpec04b, which gave satisfactory performance.

Event description:
The customer reported that he obtained a blood glucose reading of 400 mg/dl on his contour next meter. The customer had no symptoms of hyperglycemia. The customer stated that after seeking medical attention by calling an ambulance, the paramedics tested him and the result was 40 mg/dl. No further event details were provided. The difference between readings falls in "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A replacement product was offered to the customer but he declined. No product is expected to be returned for evaluation. The customer did not provide any product details.